Manufacturer narrative:
Section a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded lens was fully inserted and then removed because the intraocular lens (iol) had a scratch on it. The lens was removed and replaced during the same procedure with another a johnson & johnson iol of the same diopter. There were no injuries or additional interventions required. The patient is doing well. No further information is available.